Event description:
I had a hernia repaired in 2010, less than a year later I had to be rushed to the hospital for emergency surgery due to the mesh that was used from the previous hernia repair. My operative reports states that a biologic mesh was used to repair the hernia. I had experienced bowel construction due to this. Dates of use: (B)(6) 2010 - (B)(6) 2011. Event abated after use stopped or dose reduced: yes.